Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 475cc mentor siltex round moderate profile saline breast prosthesis and experienced a deflation on the right side post-operatively, which was diagnosed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On december 14, 2022, mentor received additional information stating that the patient also experienced breast pain on the right side. Section h6-health effect - clinical code and section h6-investigation conclusions has been updated to reflect this new information. Reason for device explant and/or reoperation: deflation and breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 16, 2022, mentor received additional information stating the patient was to undergo device explantation on (B)(6) 2022. Section h6 coding has been updated to reflect this new information. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 12, 2023, the mentor failure analysis lab has received the device for evaluation. On january 29, 2023, the evaluation for the device was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the sal siltex rnd diap pkg 475cc returned device. Leak testing was performed, according with mentor procedure, and it revealed a tear within an area of siltex cracking on the posterior view, measuring approximately 0.4 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if the pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).